Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a160, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2014, product type lead. Neurostimulator (serial #(B)(4)) and leads (serial #(B)(4)).

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the leads were placed incorrectly/in the wrong spot. The patient had seen the doctor and manufacturer representatives (reps) 10-15 times. Several different reps adjusted different ways. The patient never had a follow-up x-ray to see if the leads moved as the doctor lost their medical license in the eight months prior to (B)(6) 2016. The patient found another doctor and went to see him and a rep came to this appointment. The rep said the lead was up in the head and not anywhere near the vertebrae where it should be. The patient stated that they now wanted to replace it. The patient also reported that the battery site hurt ever since the patient got the device. It was noted that the x-ray was done two months prior to (B)(6) 2016. The patient reported that the rep was notified of the lead being in the wrong spot at x-ray two months prior to (B)(6) 2016. The patient was hoping to find a healthcare professional to correct this and wanted to talk with a rep.

Manufacturer narrative:
Concomitant medical products: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Date received by MFR was corrected to 2016-oct-25 based on the new information received that the rep was not aware that a reportable event had occurred when he was shown the picture of the x-ray on 2016-aug-24 as the leads looked to be in the correct location based on the patient's pain pattern. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the rep originally saw the patient on (B)(6) 2016. The patient showed the rep a picture he took of a later image of his cervical spine where the leads were located. The leads looked posterior but in the right location considering the patients pain pattern. It was noted that impedance values were good. The information was brought up to the doctor who decided to do a revision that was done on (B)(6) 2016. Another rep covered the revision case. To the rep¿s knowledge the leads were not kept. It was noted that the printout for that visit was erased from the programmer when new memory cards were installed.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.